Event description:
No additional information.

Manufacturer narrative:
Investigation results: a complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
After the patient had a venous catheter inserted, it was noticed that the bedsheet was slightly damp. Upon examination, fluid leakage was observed around the edge of the catheter¿s white cap. As the patient appeared anxious, a thorough explanation was provided. The cap was then replaced with a heparin-coated cap.